Event description:
It was reported that during an unknown procedure, the trocar was placed in the patient and the pneumoperitoneum was established. A grasper was placed down the trocar and co2 started to leak heavily through the valve. A replacement product was used and to start they replaced the seal cap assembly and the leak was no longer present. The rest of the trocar was replaced and the case continued without issue. No adverse patient consequences reported. Procedure was prolonged by two minutes.

Manufacturer narrative:
(B)(4). The analysis results found that only the obturator of the instrument was received. No leak test could be performed as the sleeve was not returned. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in igood visual conditions. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records